Event description:
It was reported that at a routine device change-out, when the lead was disconnected from the device it was noted that the distal sealing ring was pulled off of the connector pin. The lead was still electrically intact and the sealing ring was found in the old device so the physician planned to use adhesive to glue the sealing ring back on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1388tc pacesetter lead, implanted: (B)(6) 2001. (B)(4)